Event description:
The fe reported a problem with the rui that intermittently caused the generator to loose communication with the workstation. A loss of communication results in a loss of system functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.